Event description:
A patient services representative (psr) assisting a patient, called in to zoll lifecor to report that there was a problem with the monitor. The psr stated that the device powered on and displayed a red screen saying the device needed to be sent for service. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.